Event description:
The MFR's rep reported the pt was "going through withdrawal" following a pump exchange three days earlier. During the procedure, the catheter was aspirated and a bridge bolus was performed. The drug used in the pump is morphine sulfate 5 mg/ml. Troubleshooting was being considered. Add'l info has been requested, but was not available on the date of this report.

Manufacturer narrative:
.